Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that: incident at aleris clinic; nurse was about to put an r-lock at the stop cock, when taking of the white cap, the tubing disconnected from the valve.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos and 1 physical sample submitted for evaluation. The reported issue of separation other component - no leak was confirmed upon inspection of the samples. Analysis of the samples showed that the fitting component was disassembled from the bd extension. Bd determined that the cause of the failure was associated with the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.